Event description:
It was reported that during surgery a hole was discovered in the identity ps femur packaging for sn (B)(4). This breach was discovered after dr. Johnson had finished most of the femoral implant resections, barring the box resection. After discovering the packaging breach, they made a decision to bail on the procedure and move to zimmer. This caused a 30 minute+ delay.

Manufacturer narrative:
It was reported that during surgery a hole was discovered in the identity ps femur packaging for sn (B)(4). This breach was discovered after dr. (B)(6) had finished most of the femoral implant resections, barring the box resection. After discovering the packaging breach, they made a decision to bail on the procedure and move to zimmer. This caused a 30 minute+ delay. The device history record was reviewed, and the implant was designed and manufactured per the specifications. All sterilisation requirements were met.